Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed loss of prime warnings due to low non zero force. During testing, the pump performed the ez-prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours on a 1 unit basal rate with no loss of prime warnings occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and there was no intermittent condition or moisture found inside the pump. The force sensor flex was intact with the pins appropriately seated in the connector. The low prime issue was unable to be duplicated. (B)(4).